Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation, the balloon leaked and balloon pinhole was noted. The procedure was completed with another of same device. No patient complications were reported.